Event description:
Pt alleges sustaining serious and permanent injuries as a result of use of amo and bausch & lomb solutions. Pt alleges having used the solutions for some time as part of her daily contact lens regimen and woke up with an infection in her right eye. Pt allegedly developed keratitis in her right eye and claims permanent blindness in her right eye. No medical records have been provided.